Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience of misfired clips. That the feeder, a metal component located in the shaft, was measured and was found to be out of specification. Based on the condition of the returned unit, it is likely that the reported event was caused by the feeder that was out of specification. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented process and inspection enhancements intended to further minimize the potential for this type of event to occur. The event unit was manufactured prior to implementation of the process and inspections enhancements. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report # (B)(4).

Event description:
Procedure performed: cholecystectomy lap. Incident description: medwatch (B)(4) received via mail on thursday, 25oct2018 date of event: (B)(6) 2018 epix clip applier misfired. Dropping clips in abdomen which were removed by surgeon at time of surgery. Patient status: no patient injury.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: cholecystectomy lap. Incident description: medwatch (B)(4) received via mail on thursday, (B)(6) 2018. Date of event: (B)(6) 2018 epix clip applier misfired. Dropping clips in abdomen which were removed by surgeon at time of surgery. Patient status: no patient injury.